Event description:
A ventilator was returned to the manufacturer for service. Additional information provided by customer, alleging a ventilator inoperative alarm occurred in between testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. Additional information provided by customer, alleging a ventilator inoperative alarm occurred in between testing. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device did not pass the evaluation as specified in the service manual touchscreen doesn't working, therefore mac address can't be extract. The connectors are in good condition; the cabinet is in good conditions, but other parts are damage, it is not necessary to replace batteries.